Event description:
A malfunction alarm was reported, specifically showing a code malf 3, which could not be reset. There was no adverse impact to the customer's blood glucose level. Since the pump was out of warranty, cts resolved the issue by replacing the pump with a backup unit.